Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. A corrective and prevenative action has been initiated.

Event description:
The facility reported that the device needs new batteries. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of patient injury or medical intervention associated with this event.